Event description:
The case proceeded well with an assert wire and then a cronus ms wire placed in the right coronary artery utilizing the niobe navigation system. A balloon was placed to the lesion and a conventional wire was placed, and fluoro ceased to function (the niobe mns had been stowed). The radiographer said that there was a "black dot" on the both siemens x-ray monitors with an error message stating something like "can not proceed. Must store fluoro". The "store fluoro" button on the touch pad was grayed and not selectable. An error message also appeared on niobe (procedure and control rooms) "usb mass storage device cannot be removed". Ultimately the siemens system was rebotted which eliminated all of the error messages and restored fluoro. When able to fluoro there was a large dissection in the right coronary artery ultimately requiring that the pt be taken to the or for emergent open heart surgery. The pt successfully received a single CABG and was released from the ccu in 2005 doing well.